Event description:
It was reported that during a procedure the fiber cap broke off but did not completely detach from the fiber after 146,321 joules and 18:31 minutes of use. The fiber was successfully pulled out still attached to the fiber. The procedure was completed with a second fiber. The fiber tip was cleaned during the procedure. No patient or user clinical consequences occurred due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Device analysis revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and returned. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture and cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during a procedure the fiber cap broke off but did not completely detach from the fiber after 146,321 joules and 18:31 minutes of use. The fiber was successfully pulled out still attached to the fiber. The procedure was completed with a second fiber. The fiber tip was cleaned during the procedure. No patient or user clinical consequences occurred due to this event.